Event description:
A patient underwent pacemaker implantation. The complaint device was used by subclavian vein approach. Although the physician had difficulty in puncturing the target site with the needle, puncture could be conducted and after puncturing, back flow of the blood was confirmed by using syringe and then, the wire guide included in the set was inserted into the body through the needle. However, the physician had a hard time in inserting it since the wire guide would not advance into the body well. Thus, he pushed forward/pulled back the wirer guide for several times, but during that attempt, the wire got trapped in the body. Therefore, the wire guide was withdrawn out of the body with force, resulting in separation of the tip (radiopaque part at the tip) and remaining in the body. Since the separated segment could not be retrieved, it remained as it was. Procedure itself was continued by using another device and was completed successfully. No information provided regarding patient outcome.

Manufacturer narrative:
(B)(4). Event is still under investigation.